Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone was not reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8294534. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The incomplete expansion of the enterprise2 vascular reconstruction device could lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. Potential causes include vessel characteristics, interaction with the concomitant microcatheter, and/or circumstances of the procedure. Since the alleged incomplete stent expansion required additional interventions (i.e., use of a guidewire to massage the stent and a balloon catheter to dilate the vessel) in an effort to fully expand the stent and preclude patient complications, the event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure, the 4 mm x 39 mm enterprise®2 stent (encr403912 / 8294534) was placed and released in the target site. The physician observed that the distal markers were fully opened but the four proximal markers were converged and could not be fully opened. The physician used a micro guidewire to ¿massage¿ the stent, and then only two of the proximal markers were converged. The physician then used a balloon catheter (unspecified competitor brand) to dilate the vessel and complete the procedure using the same microcatheter (unspecified competitor brand). The procedure was prolonged by approximately 15 minutes. There was no report of any negative patient impact. On 23-oct-2024, additional information was received. Per the information, the procedure was targeting the basilar artery. There were no aneurysm nor vessel factors that may have contributed to the incomplete expansion. There was no evidence of obstructed blood flow due to the reported issue. The balloon catheter was successful in dilating the vessel. There was no need to use another stent. The information also indicated that the temperature indicator label on the inner pouch was checked and confirmed to be within acceptable criteria. There had been no resistance during the advancement of the stent. The information confirmed no negative patient impact and the 15 minutes delay in the procedure was not considered to be clinically significant.